Event description:
The patient presented with an aneurysm in the subclavian artery. Two gore viabahn endoprostheses were used during the procedure. The first device was advanced via the brachial artery over an amplatz superstiff guidewire 180mm through a gore dryseal sheath and implanted in the subclavian artery. The plan was to deploy the pah131002 for 5mm in order to make sure the device was not deployed too much into the carotid artery and then deploy the whole device. It was reported to gore that when pulling 5 to 10 cm of the deployment line, the device started to deployed by itself. The second viabahn was placed proximally to the implanted one with an overlapping of 5cm. After the self deployment of the viabahn it was recognized that a part of the deployment line stuck between the two devices. The deployment line was cut and a part of the line was left back in the subclavian artery/brachial artery.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.